Event description:
The reporter indicated the surgeon inserted and removed a 12.6mm vticmo12.6 implantable collamer lens, -09.00/+1.5/094 (sphere/cylinder/axis), within the same surgery due to the lens tore/broke during injection/delivery into the patients left eye (os). There was no patient injury. The lens was replaced with another same model/length lens later that same day and the problem was resolved. Cause of the event was unknown.

Manufacturer narrative:
H6 - device code: 1494 - this lens model is contraindicated for patients with age less than that of 21 years. H6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).